Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2024 and suture was used. The suture needle kept popping off from the suture. This suture is not pop offs. Case was completed with the same box until they found suture that was not popping off. The case was extended by a few minutes. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/24/2024 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * please confirm the number of suture needles that "pop off" during this procedure. * please specify when did the needle detachment occur: - was the needle separated during dispensing, but before use on the patient? If yes, how many times? - or was the needle prematurely released from the suture strand during use on the patient. If yes, how many times. * were there any unexpected outcomes or complications as a result of the prolonged surgery time? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Just got some additional information from the hospital: this happened on about 6 packages. Needle was attached when loaded onto needle holder. The needle detached immediately upon first pass of suture as surgeon was suturing and some as he was getting ready to suture. No unexpected outcomes from this happening except prolonged surgery time. Lisa bowers rn provided these answers as she was the scrub nurse during this procedure. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, one empty box and nineteen unopened samples that pertain to the product code j947h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.